Event description:
Unomedical reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient encountered 2 infusion set cannula bent led up to hospitalization event on 03-jun-2024. Symptoms were like fever, pain in stomach. The blood glucose level was over 400mg/dl. Customer required hospitalization and emergency medical treatment was required due to high blood glucose value dka seizure or diabetic coma. Therefore, patient was treated with IV insulin drip. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. (B)(6). Patient country: united arab emirates.